Event description:
Customer reported having trouble inserting the sensor. She stated that the serter device only partially releases the sensor. The blood glucose reading was 120 mg/dl. She was advised that the catch arm may be bent. Customer stated that she was unsure of how the damage occurred. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.